Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the infusion device displayed a "set not primed" error message. The patient experienced hyperglycemia with blood glucose levels over 600 mg/dl. The patient was transported to the hospital where she received insulin via IV. It is unknown how long the patient was in the hospital. No further information was provided.